Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ "9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. <> 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. The presence of foreign material has also been confirmed. Chipped, cracked, and discolored adhesives were also found. Deformations and damage were also found throughout the device. This investigation is ongoing, and additional information regarding this event has been requested without success. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report that their evis lucera elite gastrointestinal videoscope had reduced angulation. Upon evaluation and inspection of the returned device, foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction discovered during evaluation.